Manufacturer narrative:
The actual sample was not available for eval. However, the mfg facility, (nipro corp) has been made aware of this report. Furthermore, the MFR is currently conducting biological tests using a sample of the concerned lot. The results will be provided to baxter upon completion. Baxter is monitoring issues like this. An investigation is still pending. Should significant info become available, a follow up report will be submitted.

Event description:
The facility's clinical coordinator reported a pt's reaction while performing hemodialysis. The pt had hemodialysis at the meritcare facility and at the start of the treatment, the pt complained of stomach pain, shortness of breath, and felt like "throwing up". The treatment was resolved by putting the pt into the trendelenburg position for approx 2 mins and giving 2 liter of oxygen per nasal cannula. The pt was given baxter heparin for the treatment. (The facility stopped using the baxter product at in 2008). The pt used a xenium 150 single use dialyzer. This pt has used a xenium dialyzer at least two times in the past. Reportedly, approx 20% of the pts at the facility use the xenium dialyzers. The pt's pre-weight was 97 kg. The pt's post-weight was 05.5kg. The uf goal was 0.7. No blood sample was taken from the pt. The pt was given a heparin bolus of 1000 units and an hourly bolus of 1000 units. The dialyzer was primed with 900ml of saline and the phoenix machine was in recirculation for approx 15 mins prior to pt connection. No add'l info is available.